Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated overstress/esd (electrostatic discharge) in an integrated circuit. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had passed away; however, the clinic was not able to provide a cause of death. Additional follow up attempts to ascertain the cause of death were unsuccessful.